Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited farfield oversensing of ventricular signals on the atrial channel, and electrogram (egm) review was requested. Technical services (ts) discussed troubleshooting options and programming considerations, and reprogramming the blanking period addressed the observed oversensing. This pacemaker remains in service. No adverse patient effects were reported.